Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affilate that the al326 instrument was reported to be firing intermittently during the procedure. There was no pt consequence and the procedure was completed without any further incident.